Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 17-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 4500 mg/day 2 mg/ml via an implantable pump. It was reported that there was failed dye study and unable to aspirate therefore a catheter replacement happened today. The physician removed part of 8780 pump segment and tied remaining catheter off in the pump pocket. He placed a new 8780 today as well. There was no pain relief due to failed dye study and not functioning catheter. There were no known falls or external factors causing the catheter not to flow. The issue was resolved. The catheter portion was discarded. The healthcare provider (hcp) has no further information for medtronic.